Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events infection and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: "rupture".

Event description:
Patient reported left side "rupture." Physician reported left side infection and implant "fracture". A "hole in radius (edge)" was observed during surgery. Operative reported noted "copious amounts of serous drainage", "cohesive silicone", and left breast capsule seroma". The device has been replaced.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight, broken shell and red particles in the shell. A visual and microscopic analysis was performed which identified: striated broken on anterior, crease fold and missing shell. Based on the device analysis the final assessment is: a striated broken on anterior assessed as surgical damage. Missing shell assessed as inconclusive. Further investigation summary: with the information collected during the investigation, there is enough evidence to support that device serial number (B)(6) was manufactured under controlled conditions in accordance with abbvie¿s procedures. Seal strength results were acceptable. Environmental monitoring results were found to be acceptable, and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance. The sterilization run 30038815 is not related to any additional complaint infection record reported as of today. During the trend review of all gel infection complaints for the period of (B)(6)2020 through (B)(6)2022, no adverse trend was noted. During the trend review of all molds complaints for the period of may- 2020 through apr- 2022, no adverse trend was noted. Given the fact that the cause of the infection cannot be specifically associated to the manufacturing process, and there is not an adverse trend for this type of event no corrective action is deemed necessary at this time.

Event description:
Patient reported left side "rupture." Physician reported left side infection and implant "fracture". A "hole in radius (edge)" was observed during surgery. Operative reported noted "copious amounts of serous drainage", "cohesive silicone", and left breast capsule seroma". The device has been replaced.